Event description:
A report was received that the patient¿s remote control displayed error code f7. The patient had a non-device related surgery and subsequently had difficulty charging the ipg and had to charge frequently. A bsn representative analyzed the database and confirmed premature battery depletion. There will be no further course of action taken regarding the ipg.

Event description:
A report was received that the patient¿s remote control displayed error code f7. The patient had a non-device related surgery and subsequently had difficulty charging the ipg and had to charge frequently. A bsn representative analyzed the database and confirmed premature battery depletion. There will be no further course of action taken regarding the ipg.

Event description:
A report was received that the patient's remote control displayed error code f7. The patient had a non-device related surgery and subsequently had difficulty charging the ipg and had to charge frequently. A bsn representative analyzed the database and confirmed premature battery depletion. There will be no further course of action taken regarding the ipg.

Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The complaint of frequent/difficulty charging was confirmed. The returned ipg passed electrical, photographic and visual inspection tests performed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, ((B)(4)). The reported use of electrocautery during a previous spine surgery resulted in the analog ic damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted.

Event description:
A report was received that the patient's remote control displayed error code f7. The patient had a non-device related surgery and subsequently had difficulty charging the ipg and had to charge frequently. A bsn representative analyzed the database and confirmed premature battery depletion. There will be no further course of action taken regarding the ipg.